Manufacturer narrative:
Additional info: concomitant medical products, if follow-up, what type, and device evaluated by MFR, device manufacture date. Results of investigation: it was reported that due to a peri-prosthetic fracture of a polarstem stem std ti/ha 4 non-cem a revision surgery was done. The stem was send back for investigation after a while and a visual inspection could have been done. Large bone tissue residuals are located on the stem, otherwise no negative abnormalities can be observed on the coated part. The cone and neck show deep scratches and dents, which probably occurred during explantation. There are no significant visual abnormalities related to the reported peri prosthetic fracture. The DHR review could not clearly identify a faulty production or inspection as the cause. The stem was produced and tested according to the specifications at the time. The medical images provided confirm the fragmentary subtrochanteric femoral periprosthetic fracture. Details regarding the patient¿s weight-bearing status, medical history, bone quality, and other additional clinical relevant information have not been provided. The reported fall that the patient sustained is likely to have contributed to the reported peri-prosthetic fracture. The future impact to the patient beyond the revision cannot be determined. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. Due to a lack of information the root cause remains undetermined. No further investigations are planned at that time.

Event description:
It was reported that a hip revision surgery was performed due to peri-prosthetic fracture. Stem was identified as broken.

Event description:
A revision surgery was reported due to stem fracture.